Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support was contacted to replace the pump, and the customer expressed interest in obtaining an out-of-warranty loaner pump.